Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm), alleging that the pump had a history/settings issue. The patient did not allege any harm or injury because of the reported issue. The patient claimed this his provider downloaded the pump in an office the previous week and "many overrides" were observed. The anm representative involved in this contact noted that the amount(s) delivered were significantly different that what was calculated. The patient reportedly denied that he had been overriding the calculated amounts. The patient was driving at the time of the contact with anm; therefore, troubleshooting was not completed of the alleged issue. Multiple attempts by anm to contact the patient for follow-up information have been unsuccessful at this time. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a history/settings issue. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed, therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history did not show any evidence of activity related to the complaint. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.